Event description:
All the optical density readings in row "h" (h1 through h12) are low. The external live run controls 38 ****** instead of number readings for od and s/c. No death or serious injury was associated with this incident.